Manufacturer narrative:
Initial reporter occupation: distributor. Investigation evaluation: the complaint was confirmed by the photos provided with the report. It can be seen that the proximal portion of the balloon material remained on the catheter but the middle and distal portion of the balloon material was missing. The tip of the balloon was also missing in the photos. Only the inner purple sheath remained. No other damage could be identified in the photos. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A possible contributing factor to a leak in the balloon material is if the device comes in contact with a sharp object or burr in the endoscope accessory channel. Prior to distribution, all hercules 3 stage wire guided balloon esophageal-pyloric-colonic are subjected to a visual examination and leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage wire guided balloon esophageal-pyloric-colonic. During esophageal stenosis dilation, the balloon ruptured when it reached 4 atm (19 mm), and for this case, it was necessary to dilate up to 20 mm (6 atm). The procedure was completed with another balloon of the same diameter. The photo provided of the balloon appears to have a portion of the balloon material missing. However, it was reported that no portion detached in the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.